Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The distributor reported to terumo cardiovascular that during their inspection, a nonconformity of the duckbill valve was detected. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted due to terumo updating safety alert (1124841-06/25/2017-001-c) to a removal (1124841-06/25/2017-001-r) on december 1, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
On december 1, 2017, terumo updated safety alert, 1124841-06/25/2017-001-c to a removal, 1124841-06/25/2017-001-r.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected. It was found to function as intended, and met all of the product specifications. Based on the complaint description, the suction or flow through the ops valve was not able to meet the specification during an inspection at distributor facility. This is believed to be an issue with the forward flow through the duckbill valve. The reported issue was not able to be replicated; therefore, the complaint was not confirmed. All ops valves undergo 100% leak test and visual inspection. There is a known issue currently ongoing with the duckbill valve within the ops valve, that prevents the duckbill from opening within the product specification range. It is possible that the duckbill valve did not open during the event, as reported; however, if a high enough pressure had been reached after that initial attempt, the seal in the slit of the duckbill may have been broken, allowing the valve to pass all leak tests during the evaluation of the returned sample. This was not able to be confirmed. The cause of the issue with the duckbill is due to a process change at the supplier, specifically during the washing/cleaning step. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.